Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026 due to which the patient faced diabetic ketoacidosis event. The patient went to emergency room and got hospitalized at the time of the event. The issue occured with 3 infusion sets. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 3. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.